Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient; product ID: 37751, serial# (B)(4), product type: recharger; product ID: 37761, serial# unknown, product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend and manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain.   It was reported that there implantable neurostimulator recharger (insr) caused a house fire that burned the patient¿s kitchen on (B)(6) 2018. The insr was melted. It was reported that both the patient's programmer and insr were destroyed in the house fire. The caller reported that they were worried about the patient¿s pain level and that the patient was hurting on the day of the call. Replacement devices were sent to the patient¿s health care provider (hcp) clinic. Local manufacturer representatives did not have further information regarding the event as they were only aware of the units being destroyed by the fire. There were 5 attempts made to follow-up with the fire department and consumer in order to gather more information regarding the situation but no response was received. No further complications were reported.